Event description:
Same case as MDR ID#2134265-2011-00824 & #2134265-2011-00826. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a balloon rupture occurred. The target lesion was located in the diagonal artery. An nc quantum balloon was inflated in the target lesion. "Severe dog boning" was noted and the balloon ruptured. The device was exchanged for another nc quantum balloon and the same event occurred. The balloon was exchanged for a 3rd nc quantum balloon. The 3rd device was inflated beyond rated burst pressure and ruptured. Removal difficulties were encountered and the distal portion of the device severed off inside the artery. An attempt to retrieve the device fragment with a snare was unsuccessful. The patient was sent to surgery for emergent bypass surgery. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)